Event description:
It was reported while using bd vacutainer® sst¿ ii advance, inaccurate results were received with two tubes following sample quality issues. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The indicated failure mode of fibrin and poor barrier separation was observed in the attached photos. Additive abnormality and erroneous results were not observed in the attached photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. This complaint has not been confirmed for the indicated failure modes: additive abnormality and erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, inaccurate results were received with two tubes following sample quality issues. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.